Manufacturer narrative:
Possible lot numbers: 6176711 and 6176717. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During production using 50 ml grey cadd cassettes, a particle was identified in one cassette during 100% visual inspection. The particle was described as grayish, flat, approximately 2 mm in size, and floating within the cassette. No patient involvement occurred, and no patient harm was reported.